Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized twice with high blood glucose, vomiting, dehydration and the flu. It was stated that the patient had bent cannulas, but did not get a no delivery alarm from the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The unit passed the displacement and self tests. No damage to the drive support cap reported. It was stated that the patient was unable to conduct the high pressure test, and would be calling back. Nothing further was reported.